Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report:3005168196-2020-01503. Results: the jet7 was fractured approximately 101.5 cm from the hub. The device was kinked approximately 7.0 and 100.0 cm from the hub. Conclusions: evaluation of the returned jet7 confirmed a fracture on the mid-shaft. If the device is manipulated at extreme angles during use, damage such as a kink and subsequent fracture may occur. Further evaluation revealed kinks near the proximal end and near the fracture site. The kink near the fracture may have also occurred during the time of the fracture. The proximal kink was likely incidental to the reported complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the left m1 segment of the middle cerebral artery (mca) using a penumbra system jet 7 reperfusion catheter (jet7), velocity delivery microcatheter (velocity), neuron select catheter 6f (6f select), non-penumbra guide catheter, and guidewire. It was reported that the patient anatomy was extremely tortuous. During the procedure, the physician placed the guide catheter in the internal carotid artery (ica). Subsequently, while advancing the jet7, velocity, and guidewire through the guide catheter, the guide catheter kicked back into the aortic arch, causing the mid-shaft of the jet7 to fracture. Therefore, the entire system was removed together. The physician continued with the procedure using the 6f select and guide catheter but was unable to re-access the ica with the guide catheter. The guide catheter was then removed. The procedure was completed using another jet7, a neuron max 6f 088 long sheath (neuron max), and the same 6f select, velocity, and guidewire. There was no report of an adverse effect to the patient.